Event description:
It was reported that as the surgeon was waiting for cement to harden a piece of palacos that was on the mayo. It was allegedly spontaneously combusted into a small flame that was extinguished with water. No additional clinical information was received prior to this report. There was no patient harm or delay reported. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not being returned to the manufacturer. A follow up medwatch will be submitted once investigation is complete.